Manufacturer narrative:
Date of event/concomitant medical products: the event occurred on an unspecified date in february 2022. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the green caps on the patient line of two (2) amia cassettes were missing. This was observed during priming of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6 and h10. Correction to b5. B5: update "during priming of " to "before use of the devices for". H10: the devices were discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.